Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that for the aneurysm in the posterior wall of the left internal carotid artery, the sleeve was removed at m1, and alignment was performed while pulling to ic-top for alignment. The blood vessel diameter of the ic-top section was also large, so it slipped down during alignment. Although it was tried to resheath and return the entire system to m1 again, it could not be returned due to the angle of m1 and being caught by the ledge. With no other choice, deployment from ic-top was tried, but the stent anchoring was weak, causing it to slip down twice. Then, during resheath, discomfort was felt in the pushing force at hand and stent behavior, so it was confirmed that the stent was disconnected from the delivery wire, and the stent was removed from the body along with the phenom27. The length was changed from 16 mm to 20 mm for deployment from m1, and the placement was completed successfully. The pipeline was used for an indication that is approved (on-label). The device was prepared as indicated in the package insert. There was no health damage present. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the posterior wall of the internal carotid artery with a max diameter of 5.8mm and a 3.9mm neck diameter. The landing zone was 3.8mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. There were no issues with postoperative findings related to blood flow contrast. Ancillary devices include a fg15160-0615-1s microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that only one pipeline was used. It repeatedly slipped off during placement, so placement was difficult. The device slid down, but no strange behavior. There is no catheter migration in the sense that it was jumping. There was resheath, so it was pulled back but no rotation. The anchoring of the distal region was weak due to the width of blood vessel diameter. There was a slight tortuosity. There were no additional steps or other devices attempted to open the pipeline.